Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The complaint of low sensing could not be verified. Analysis revealed no anomalies on the outer insulation of both returned parts.

Event description:
It was reported that during implant low sensing was observed on the lead. This lead was not implanted.